Event description:
It was reported in a published case study that a patient had an initial left total hip arthroplasty performed on an unknown date. Approximately a year and a half later, the patient began to experience mechanical symptoms of locking, catching, and subjective instability with severe pain. Aspiration and radiology studies yielded no explanation. Three months later, the patient presented to the emergency room with severe pain without coinciding trauma. An anterior dislocation was identified on x-ray. Dislocation attempts were made in the ER and or without success. A postop CT revealed an intraprosthetic dislocation with retention of the liner within the shell. The patient was revised on an unknown date where reactive synovial tissue was removed along with the poly liner fragments from the fractured component. The acetabular component and metal mobility liner were stable and well-seated. The dual mobility components were exchanged with a stable, well-fixed reconstruction. At three months follow up, the patient has reported significant improvement. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unknown head 22mm. Unknown dm liner 32mm. G2: bailey ep, hrudka bt, ross bj, premkumar a, wilson jm, berdis ge. Fracture of dual-mobility polyethylene liner in a primary total hip arthroplasty: a new complication to a modern design: a case report. Arthroplast today. 2025 sep 8;35:101800. Doi: 10.1016/j.artd.2025.101800. Pmid: 40988870; pmcid: pmc12450735. The product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR biomet 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR biomet 1825034.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Visual examination of the provided pictures identified the fractured bearing with bio-debris. No further evaluation can be made. Part/lot cannot be confirmed. Pictures not provided for the dm liner and head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a patient had an initial left tha on an unknown date as part of a case study. The patient began experiencing intense pain and instability. Three months after the initial complaint of pain, the patient presented to the ER with a dislocation, then a disassociation. A revision occurred where the bearing was found to be fractured and the synovial tissue inflamed. New products were placed with no complications noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with intraprosthetic dislocation post reduction of an anterior dislocation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.